Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument pin-holding graspers fell out of the instrument inside of the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the instrument was inspected prior to use and nothing out of the ordinary was noted. The procedure just started; the arm was manipulating then noticed the grasper was acting funny. The customer attempted to remove the instrument but couldn't remove it due to the exposed pin. It is unknown what the surgeon believed caused the instrument to break or caused the fragment falling issue. The instrument is in use for 10 mins prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure but could not recall what the surgeon noticed about the arm. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. No fragments fell into the patient but the pin that was exposed never fell off the arm and the instrument arm wasn't removed. The wrist was straightened. The site had to remove the entire cannula due to the pin sticking out. The pin stayed attached. A visual inspection of the pin sticking out was performed to ensure all pieces were on the arm. There were no fragments to remove, and all pieces stayed attached to the instrument arm. No x-ray was performed. The procedure was completed robotically as planned with no patient injury. It is unsure if the patient returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The fragment was on the instrument arm. The instrument was returned to isi for evaluation. No photographic images of the device(s) or a video recording of the procedure are available for isi review but are available upon request.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip pin missing at the distal end. The pin was not returned with the instrument. Additional observation not reported by site: the instrument was found to have a frayed grip cable at the idler pulley. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands did not stick out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.